Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency room with symptoms of dizziness. It was reported that the implantable pulse generator (ipg) exhibited an accelerated atrial rate due to intermittent anti-tachycardia pacing. The device remains in use. No further patient complications have been reported as a result of this event.